Event description:
It was reported the handle needs repair. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the handle was broken on the case, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board and the lower hinge plate was broken.